Manufacturer narrative:
Date of event: exact date unknown, event occured on (B)(6) 2014.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.